Event description:
Procedure type: hysterectomy. According to the reporter: a piece of the endostitch device fell off inside of the patient during the procedure. The pieces were retrieved. Delay in operating room time was more than 30 minutes with no ill effect to the patient.

Manufacturer narrative:
(B)(4).